Event description:
Boston scientific crm received information from an adverse event form that this patient developed a superficial wound inflammation and there was discharge from the pocket site. The device had been implanted for approximately five weeks. The sutures were removed and the patient was placed on antibiotics. No further intervention was undertaken and the issue was considered resolved.

Manufacturer narrative:
There were no adverse events reported.